Event description:
Patient arrived in ER at another hospital with a leaking PICC (peripherally inserted central catheter) line, no cap in place. Patient states that it was removed by the home care services because the new solo piccs are made to no longer required a pressurized cap. The vat (vascular access team) at this facility was notified, and advised they could not get the PICC line to stop leaking blood without a cap. Patient transferred here for vat to place a new PICC line. After review, it appears the valve on the PICC failed. This is the 2nd incident with this particular PICC and lot# today. This line was originally placed while the patient was inpatient last month.